Event description:
It was previously reported the ¿shock like sensations¿ with the patient¿s battery were positional. It was indicated the surgeon would be opening up at the connection site between the lead and the extension on the date of this report.

Event description:
Additional review determined this event was also reported as MFR. Rep. # 3007566237-2013-00612. All additional information will be reported under this MFR. Rep. (3004209178-2013-02572). Additional information received reported that an x-ray was done with no conclusive result. The hcp replaced both extensions. Following the revisions the patient was doing very well and no 'shocking' was reported. The patient was receiving therapy and it was controlling her symptoms.

Event description:
It was reported that a shocking sensation occurred when patient's chest was palpated. Impedances were measured with and without applying pressure on the chest where the devise was implanted. Impedance values without pressure on the implantable neurostimulator (ins) were c-4: 3278 ohms; c-5: 1002 ohms; c-6: 604 ohms; c-7: 1060 ohms; 4-5: 2798 ohms; 4-6: 3430 ohms; 4-7: 3996 ohms; 5-6: 1085 ohms; 5-7: 1632 ohms; 6-7: 1064 ohms. The values with pressure applied were c-4: 1341 ohms; c-5: 903 ohms; c-6: 564 ohms; c-7: 1051 ohms; 4-5: 1742 ohms; 4-6: 1587 ohms; 4-7: 2174 ohms; 5-6: 1044 ohms; 5-7: 1594 ohms; 6-7: 1051 ohms. Device revision was planned but not scheduled yet. Five days later it was stated that the patient would be going back into surgery to have a new extension placed. No appointment date was set. It was stated that the issue had not been resolved. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008. Product type: extension: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008. Product type: extension: product ID 3387s-40, lot# v167182, implanted: (B)(6) 2008. Product type: lead: product ID 3387s-40, lot# v158065, implanted: (B)(6) 2008. Product type: lead. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013. Product type: extension: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013. Product type: extension: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013. Product type: extension: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013. Product type: extension.